Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the y connector of the balloon catheter detached itself. The balloon catheter was replaced with resolve. The procedure was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Upon visual inspection of balloon catheter, 2af283/25286, results showed that the catheter was intact with no apparent issues. Smart chip verification indicated the catheter was not used. The catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. Additionally, the catheter passed the deflection test. The luer was ok and no issues were triggered on it. In conclusion, the reported broken luer was not confirmed through testing on returned balloon catheter. The balloon catheter passed the performance test as per specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.